Event description:
The device was used during a hernia repair procedure. Reportedly, the instrument broke and a component disengaged. The surgeon was able to retrieve the component without any pt injury.

Manufacturer narrative:
4/7/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been donfirmed; however, the exact cause could not be reliably determined.